Event description:
The user facility reported an incident which involved a pt where the cutter became stuck in the closed position, and caused a retinal tear that required secondary laser treatment. Also, the eye went very soft to the point of collapse because the infusion was not working properly. To our knowledge, the pt was treated and is being followed. The facility discarded pack after event.

Manufacturer narrative:
The facility has discarded the device. A supplemental MDR report will be filed should any additional information become available for investigation. The sterilization and lot history records were reviewed and found to be acceptable.